Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial # (B)(6); sigpshell, sig power sigpshell control shell (lot # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the pancreaticoduodenectomy, when on the small intestine resection, when the green button was pressed and tried to fire, it could not be performed. Additionally, a staple appeared near the base of the jaw of the cartridge. When it was replaced with a new reload, firing could be done. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The sled and staples were visible at the 3.5 cm cut line, the jaw was open, and staple pushers were visible at the 5 cm cut line. Additionally, a portion of the cartridge surface exhibited damage consistent with contact from a foreign object. Functional testing revealed that when the reload was loaded into a representative pmv handle, the clamping mechanism was found to be deformed. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. It was also reported that the staple pre-fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the devices. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.